Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of an esophageal lesion due to cancer. The patient's anatomy was reported to not be tortuous. No dilatation was performed prior to stent placement. During the procedure, the proximal part of the stent was able to be released. However, the delivery system then became stuck and the stent could no longer be deployed. The partially deployed stent was removed from the patient without any issues and the procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by approximately 90 mm. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. It was noted that the shaft of the device was slightly kinked at approximately 100 mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of an esophageal lesion due to cancer. The patient's anatomy was reported to not be tortuous. No dilatation was performed prior to stent placement. During the procedure, the proximal part of the stent was able to be released. However, the delivery system then became stuck and the stent could no longer be deployed. The partially deployed stent was removed from the patient without any issues and the procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure.